Event description:
Healthcare professional (hcp) reported pt receiving therapy on the baxter bm14 device. Hcp stated device was reaching fluid loss rate in less than the programmed time. No further info was available for this report.